Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server patient details not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server and verified the last download, upload, heartbeat on current time, ran a server downtime and identified that the care fusion coordination engine had 1 disconnected flag. The tss restarted the external messaging services, deployed the cce packages, but the disconnected flag remains same. The tss then connected to the interface, verified that there were no pending messages in the queue and restarted the cce. Tss observed that the disconnected flag was set to 0, indicating no issues. However, after a short period, the disconnected flag changed to 1, suggesting a potential intermittent connectivity issue and escalated the case to iest team for deeper analysis. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient details not crossing over. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.